Event description:
It was reported the bronchovideoscope's tip came off during an unspecified therapeutic procedure. The procedure resulted in a delay greater than 30 minutes. The procedure was completed with a back up olympus device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.